Manufacturer narrative:
Continuation of d11: protamine intravenously during the evar and large bore closure procedure. (B)(4).

Event description:
It was reported that the patient underwent an endovascular aneurysm repair (evar) for treatment of an abdominal aortic aneurysm (aaa). During the large-bore closure procedure, the vascular surgeon reported that the manta device failed to achieve closure of the right common femoral artery (rcfa) arteriotomy site. A surgical cutdown was subsequently performed to explant the manta device and repair the rcfa. Additional information indicated that arterial access was obtained using a micro introducer kit under ultrasound guidance and that the initial arterial puncture was below the inguinal ligament. Following manta closure, bleeding at the arteriotomy site into the retroperitoneal (rp) space was observed. The physician reported that no abnormal anatomy was noted and that the manta anchor was positioned correctly within the vessel. Surgical cutdown was the physician's first choice of intervention. No blood transfusion was required, as the extravasation was reported to be slight. There were no reports of patient injury or adverse health consequences associated with this event. The patient's condition was reported as "fine." No additional medical intervention was required beyond the surgical cutdown and rcfa repair described above.